Event description:
Per complaint (B)(4), a dental implant came out with a healing abutment when the abutment was being removed during clinical procedure. Failure of osseointegration and bone loss were also reported.